Manufacturer narrative:
The instrument accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument accessory is returned (post engineering evaluation) or if additional information is received. On (B)(6) 2013, intuitive surgical inc. (Isi) contacted the initial reporter of this complaint. The reporter indicated that the harmonic ace curved shears instrument and harmonic ace curved shears insert accessory were inspected prior to starting the surgical procedure. The reporter indicated that 45-60 minutes into the procedure, the surgical staff saw the fragment of the instrument break off and fall into the patient. The reporter also indicated that a bedside assistant immediately removed the fragment using a laparoscopic assist port. The reporter denied that the instrument collided with any other instruments during the procedure. She also denied that the instrument was removed at any time during the procedure. The reporter stated that the patient did not develop any post-operative complications due to the reported issue. She also denied that an x-ray was used to locate the fragment. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si myomectomy procedure, the surgical staff noticed that one of the jaws of the harmonic ace curved shears insert accessory broke off and fell into the patient. The broken fragment was retrieved and the surgical procedure was completed. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation confirmed that one of the instrument's jaws broke off. The instrument was returned with a .660 long segment of the curved blade detached from the distal end. The curved blade was found to be fractured within the shaft, adjacent to the clamp arm pin.